Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The polymer coating on the returned device was noted to be torn and bunched at the tip ball. The reported stretched coils were not confirmed although it is likely that the damaged polymer coating was inadvertently reported as stretched coils. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an anterior tibial artery. During the procedure, it was noted that the tip of a command guide wire was stretched. The procedure was successfully completed with the guide wire and all devices removed together from the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. The polymer coating on the returned device was noted to be torn and bunched at the tip ball.